Event description:
It was reported that an empty cartridge alarm occurred while the cartridge was not empty. The customer reverted to an alternate method in insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.